Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and radiculopathy. The patient¿s ins was overdischarged. They were implanted for peripheral nerve stimulation (pns). The patient reported that their pns system had too high of stimulation. The overdischarge was due to patient noncompliance. The rep performed an impedance check on the pns leads which showed that 8-10 were greater than 3600 ohms. The rep jumpstarted the ins. They were able to restart it and clear the power on reset (por). The rep reprogrammed the pns leads to avoid out of range electrodes. The patient reported good coverage with their pns leads. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.